Event description:
The customer reported a fluid leak of approximately 10ml from a coulter lh 750 hematology analyzer after preventive maintenance had been performed. The leak was not contained within the instrument and no error messages or alarms were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/28/2015. The fse found that the waste line tubing for the rinse cup on the probe wipe assembly was caught (pinched) between the assembly and the blood sampling valve (bsv) housing. He loosened the fittings on the assembly and removed the tubing and routed it so that it was no longer pinched shut to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).